Event description:
The customer reported via phone call that the insulin pump had ramping numbers during a bolus attempt. The customer stated that she tried changing the battery and the issue persisted. She was able to program a bolus later, and the insulin pump showed that it was delivering insulin but nothing came out. The customer's blood glucose was 330 mg/dl. She stated that when she pressed the up or down arrow buttons, the numbers continued to ramp when she entered the bolus information. She stated that she had gone swimming but was not wearing the device while swimming. She noted that she wore wet clothes later and that the insulin pump may have been exposed to moisture inadvertently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.